Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 14-may-2025 and forwarded to millyard advanced medical products, llc on 17-may-2025. On 14-mayy-2025, the patient reported that on (B)(6) 2025, the patient practiced medication administration with a cvs specialty nurse. This morning ((B)(6) 2025), the patient attempted her first cassette change. During the change, the cassette broke, and the full dose of remodulin leaked onto her table. The patient also reported running low on spare parts and supplies and requested additional items. The patient reported that she experiences tremors, which make managing the pump and changing cassettes difficult. The patient expressed concerns about continuing with this administration method due to her physical limitations and lack of a nursing background. The patient's physician instructed the patient to bring all equipment to the emergency room for further assistance, as she had been off the medication for two hours. The patient confirmed she would proceed to the hospital. No adverse side effects were reported. On (B)(6) 2025, the patient reported that she is now hospitalized on IV remodulin and is working with her sp to provide another form of treatment so she can be discharged from the hospital. No components or further information related to the reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.